Manufacturer narrative:
Medical device lot #: 533173211 was reported, however, this is not a lot # manufactured for the reported catalog #. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd scale mark syringe with luer-lok tip the expiration date was missing. There was no report of patient impact. The following information was provided by the initial reporter: entire lot # of syringes does not have expiration date on packaging

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-sep-2022. H6: investigation summary; it was reported that the expiration date is missing. Twenty-four samples from batch 5331732 were provided to our quality team for investigation. The reported issue is confirmed. However, at a time of manufacturing of this batch expiration date is not required on the product packaging. This batch was manufactured correctly per product design at that time. Bd implemented procedure for assigning expiration date after this product was manufactured. The syringes from batch 5331732 have been expired since november 2020. A device history record review was completed for provided lot number 5331732. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported while using bd scale mark syringe with luer-lok tip the expiration date was missing. There was no report of patient impact. The following information was provided by the initial reporter: entire lot # of syringes does not have expiration date on packaging.